Manufacturer narrative:
The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that reported that during testing the non-rem trip points failed. The rem indicator lamp should illuminate red when a non-rem plug is inserted. The rem lamp illuminated green with a non-rem plug inserted. No patient involvement.

Manufacturer narrative:
The customer reported that the non-rem trip points failed. The reported condition was confirmed. The investigation found red rem receptacle wires attached to the display board. The red rem wires should be attached to the psrf board at header j15. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The rem receptacle wire was connected correctly to address the condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.